Event description:
It was reported that a continuous alarm occurred when the patient attempted to switch from battery power to the power module. The patient switched back to battery power and the alarms resolved by themselves. The patient was asymptomatic during these alarms. The customer suspected driveline fatigue. Log file analysis captured several atypical power cable disconnects when the patient was connected to batteries and wall power; these appeared to only occur on the black power cable. Additionally, the log captured a pump stop caused by the controller being disconnected; the cause of the controller disconnection was unknown. The log files did not show evidence of driveline damage. Related pump MFR #: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
On 01jul2022, the patient was admitted for a controller exchange, as further log file analysis revealed the power cable disconnect alarms were occurring on the black power cable of the system controller; this was possibly related to patient maintenance noncompliance.

Manufacturer narrative:
Section a: patient privacy laws in the event country prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: the reported event of a ¿continuous sound alarm was heard from the controller¿ was confirmed via log file analysis. The log file captured intermittent power cable disconnect alarm events that appeared to be related to the black power cable. The voltage values were captured as low as ~13.2v and is lower than the expected value (~14v). The voltage value indicates the black power cable was connected via a 14v power module patient cable (14v pmpc) to the power module. It was noted at day 1331 hour 9 minute 14 a power cable disconnect alarm was captured indicating a black power cable power exchange from 14v batteries/clips to the power module via a 14v pmpc. The following event revealed the time/counter reset to day 0 hour 0 minute 0 indicating a complete loss of power resulting in a system stop. This would have resulted in a continuous audio tone, but no warning light and no green power symbol on the system controller. It was noted the white power cable appears to be connected to the power module via a 14v pmpc, prior to and post the power loss event. The black power cable captured a change from the power module via a 14v pmpc to the 14v battery/clip. The system recovered to the set speed value of 8,800 rpm. A root cause of the power loss event could not be determined. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on (B)(6) 2018. Patient handbook rev. D (p.18 ¿ p.22), operating manual rev. F (section 8), instructions for use rev. D (section 12.4) covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Under low voltage advisory and low voltage hazard alarms. Low voltage advisory alarm is a yellow battery symbol with 1 beep every 4 seconds. Low voltage is a red battery with continuous audio tone. Also, continuous audio tone, but no warning light and no green power symbol indicate the system controller is not receiving power. Under power cable disconnected. One of the power leads is disconnected. Check for loose power leads. If on pm power, check that power lead is not disconnected or damaged. Check that the system controller power lead is damaged. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿continuous sound alarm was heard from the controller¿ was confirmed via log file analysis. The log file captured intermittent power cable disconnect alarm events that appeared to be related to the black power cable. The voltage values were captured as low as ~13.2v, which is lower than the expected value of (~14v). The voltage value indicates the black power cable was connected via a 14v power module patient cable (14v pmpc) to the power module. It was noted at day 1331 hour 9 minute 14 a power cable disconnect alarm was captured indicating a black power cable power exchange from 14v batteries/clips to the power module via a 14v pmpc. The following event revealed the time/counter reset to day 0 hour 0 minute 0 indicating a complete loss of power resulting in a system stop. This would have resulted in a continuous audio tone with no warning light and no green power symbol on the system controller. It was noted the white power cable appeared to be connected to the power module via a 14v pmpc, prior to and post the power loss event. The black power cable captured a change from the power module via a 14v pmpc to the 14v battery/clip. The system recovered to the set speed value of 8,800 rpm. A root cause of the power loss event could not be determined. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance (qa) specifications. System controller (serial # (B)(6)) was shipped to the customer on 05jun2018. Heartmate ii patient handbook (rev. D) (p.18 ¿ p.22), operating manual (rev. F) section 8, and instructions for use (rev. D) section 12.4 covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Under low voltage advisory and low voltage hazard alarms. Low voltage advisory alarm is a yellow battery symbol with 1 beep every 4 seconds. Low voltage is a red battery with continuous audio tone. Also, continuous audio tone, but no warning light and no green power symbol indicate the system controller is not receiving power. Under power cable disconnected. One of the power leads is disconnected. Check for loose power leads. If on pm power, check that power lead is not disconnected or damaged. Check that the system controller power lead is damaged. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4 - model number: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section e3: corrected. Section g2: corrected. Correction to the manufacturer's investigation conclusion: system controller (serial # (B)(6)) was tested together with laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Electrical measurements of the power cables did not reveal any short or conductor breakdown condition that could be potentially related to the reported alarms. No functional issue was identified that could be correlated to the complete loss of power event captured in the log file. No further information was provided. The manufacturer is closing the file on this event.